Manufacturer narrative:
According to the limited information received from the field the device is not working within specification. However despite requested no further information has been received. A root cause cannot be determined due to lack of information.

Event description:
A device malfunction was reported.

Event description:
A device malfunction was reported. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Additionally wire breakages due to excessive mechanical stress were observed. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A device malfunction was reported.

Event description:
A device malfunction was reported. The user has been re-implanted.

Manufacturer narrative:
Additional information according to the limited information received from the field the device is not working within specification. However despite requested no further information has been received. A root cause cannot be determined due to lack of information. The concerned device was explanted but has not been received for investigation yet.